Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was unavailable. The manufacturing location was currently not available. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the connector of the air pen drive that connects to the hose released and was leaking air. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavy. It was observed that the coupling tool side was not functioning and was defective. It was further determined that part of the coupling was loose. It was further determined that the device failed pretest for check power with test bench, minimum 30 to 80 watt, (xx), check external leak tightness., check internal leak tightness, check the hose coupling and check the attachment coupling. It was further determined that the device was locked due to the rotor and sealing rings damaged by natural wear and tear. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device serial number was incorrect in the initial report. The serial number has been updated (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 3/26/2014. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon subsequent follow-up with the affiliate, additional information was received. The reporter confirmed that the event did not occur during surgery. Therefore, the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.